Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device not pass the self test, it reboots and says settings are at default value. There was no report of patient involvement.